Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a receiving low values when he is not low, this occurred on (B)(6) 2015. There was no report of any injury or medical intervention. No additional even or patient information is available.